Event description:
It was reported that the customer experienced a blood glucose (bg) level of "low" on glucose monitor. Customer consumed carbohydrates and drank juice to address bg. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.